Event description:
The customer reported to baxter corporate product surveillance of an empty intravia container (1000ml), where a piece of plastic was found inside the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed as a fine plastic particle was observed in the bag. The particle was identified as a plastic abs modified methylmethacrylate fragment consistent with a needle shaving. This particle is from a non-baxter product/component as the manufacturing process of this bag does not contain any component/part composed of abs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.